Event description:
New information received on 9 jul 2023 indicated that the device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of interrogation failure was confirmed and was due to premature depletion of the battery. High current was observed during bench testing and was traced to the hybrid. The cause of the high current was found to be an anomalous crystal component in the hybrid.

Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was unable to be interrogated. No resolution was reported, and the patient was stable.